Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observations of distal conductor blood/body fluid (not obstructed, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head) and in/on helix mechanism.

Event description:
It was reported that the helix of the right ventricular lead would not fully deploy during implant. The lead insulation was cut and a wire was inserted to maintain venous access, then the lead was removed and replaced. No patient complications were reported as a result of this event.